Event description:
It was reported that there was backflow during use with a y-type blood/soln set. The event was further described as pressure sent the IV fluid into the blood bag and the filter chamber instantly filled (even with the clamps on). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.